Event description:
It was reported to philips that the ups had a power issue and low battery was suspected on a allura xper fd20/10 & fd20/20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service issued a quotation for ups replacement; customer to install. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).